Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the tip nozzle and foreign objects in the tip cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of foreign material inside the distal end nozzle and the distal end cover was confirmed. Based on the results of the investigation, the type of material in the distal end nozzle and distal end cover could be identified. The root cause could not be determined. It was confirmed that the section of the device where the foreign material remained had no deformation. It was confirmed that the facility had implemented the reprocessing in line with the instruction for use (IFU) for the foreign material in the distal end nozzle. Olympus could not confirm how the reprocessing had been implemented due to no obtained information for the foreign material in the distal end cover. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.